Event description:
Blood donors repeatedly positive for the hiv antigen and confirmed negative or indeterminate for the first time are eligible to donate again 56 days in the future. Revision 2.00 of the lifetec blood bank system incorrectly made donors with this test profile eligible to donate based on the type of donation. For whole blood donations this results in a current eligibility date 56 days in the future; however, for apheresis donations the eligibility date based on the type of donation could incorrectly result in a date assignment only 3 dyas in the future.